Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted implant, crosstalk was observed. After the device was replaced no further crosstalk was seen. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.